Manufacturer narrative:
The company service rep checked the unit. Ran safety disk leak test under system diagnostics and found that the third part of the test failed at -19. Replaced safety disk (p/n 0997-00-0985-01) and third part dropped to -4 which is right on the edge of failing and showed another small leak. Changed k6a valve and pneumatic drive which did not solve the problem. The company service rep replaced the condensate removal module assembly (p/n 0997-00-0986-01) which fixed the leak problem. As per the request of customer preventive maintenance (pm) was performed on the pump. Completed pm with full calibration, functional testing and safety check to factory specifications and returned the unit to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that "cs300 kept getting gas loss errors while on a pt." The pt was switched to another iabp. No pt injury was reported.